Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a syringe. The customer reports that the new packaging for the 12 cc syringes seem to have some sort of debris inside of them and when they are opening them on to sterile trays or basins, the debris is falling out of the packages on to the trays. This is a safety concern as some of the debris fell into a basin of solution that would have been used to inject into a pt. The staff in the lab saw the debris and the basin was removed. The customer mentioned that she opened up 8 different random packages of the 12cc syringes lot# # 332500228x and upon opening the packaging, debris was noted from each and every package. The debris consisted of white flecks of differing sizes. The customer further stated that upon doing a quick visual inspection, they found that the white flecks are coming from the heat sealed glued edges on the syringe packaging. No white flecks were noted on the syringe or inside packaging. No pt involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.